Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. The customer was advised to perform another self-test and the device passed the self-test. The customer¿s blood glucose during the incident was 140 mg/dl. The device will be returned for analysis.